Event description:
The coil (subject device) was loaded through the wrong end of the rotating homeostasis valve (rhv). When the device was removed, it was found that the coil appeared to be "fractured." The pt is reported to be "fine."